Event description:
It was reported that the device could not be interrogated and no magnet tone was heard when the programming head was placed over the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071 implantable pacing lead (B)(6) 2005; 5076 implantable pacing lead (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.